Event description:
Immediately after bypass start, the pump stopped running because of a pressure alarm. The perfusionist inspected the circuit and vpcml membrane and found visible clotting in the arterial filter, the reservoir and the inlet of the 1/3 vpcml membrane compartment. They clamped out the 1/3 vpcml membrane compartment and ran on the 2/3 vpcml membrane compartment. They also changed out the arterial filter and hemoconcentrator, neither of which were cobe products. Although they could finish the procedure, it was reported to be difficult to go off bypass, because of the "inadequate perfusion". Info received on 9/11/97 indicated that the pt had extracorporeal circulation-related myocardial problems and was in "bad condition".